Event description:
Reportedly, during testing, after calibrating the oxygen sensor, the measured fio2 values were found to be higher than the set values. There was an 'o2 sensor error' alarm. There was no pt involvement reported.